Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID 3093-28, lot# va0bs95, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 21-aug-2017, UDI#: (B)(4). (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a therapy issue with her first implant. The therapy wasn¿t working, and the patient couldn¿t hold their bowel movements in 2016. The ins was replaced and there was a lead revision, the doctor moved the lead to a new position. No further complications were reported or are anticipated.